Event description:
Pt had valve replaced in 2001 and developed elevated temp of 103.9 and 2 positive blood cultures for bacillus species 6 hours after valve replacement. Pt responded to IV antibiotics in 24 hours. Pt required 6 weeks of IV vancomycin. Valve was not removed.